Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results with the subject meter. The reporter stated that the subject meter gave results of "8.0mmol/l" as well as other unspecified results performed within 20 minutes of one another. This complaint is being reported because it is not known if the reported results meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.